Event description:
Caller reported a malfunction on pump, identified by malf 9 code. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which no further issues occurred. Customer was advised to continue using pump and contact support if problem recurs.